Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet after the user started the sensor only in the dexcom app and not on the ilet, resulting in no cgm data to the ilet until the sensor was started on the ilet. Symptoms included no glucose readings on the ilet. Outcomes included a delay in therapy automation pending completion of the sensor warmup and pairing. Investigation included customer support review, user interview, and guided troubleshooting to start the sensor on the ilet with the provided pairing code and to allow the warmup period. Investigation of this case revealed user setup error related to incorrect pairing workflow, with the device and its components functioning as designed once the correct start and pairing steps were performed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.